Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ insulin syringe with needle the consumer reported that one syringe was found that would not draw insulin, the insulin ran down his hand. Additionally, it was reported the needle stayed in the vial.

Event description:
It was reported that during use of the bd¿ insulin syringe with needle the consumer reported that one syringe was found that would not draw insulin, the insulin ran down his hand. Additionally, it was reported the needle stayed in the vial.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1 ml cc bd insulin syringe (used). Customer states needle would not draw up, insulin ran down his hand, and then needle stayed in vial. The returned syringe was examined and the cannula was confirmed to be missing (separated). It was also observed that adhesive runoff had leaked and cured on the surface of the hub instead of inside the cannula glue well, which would result in not enough adhesive to secure the cannula to the hub, thus the consumer would be unable to properly draw medication and would have a leakage issue. A review of the device history record was completed for batch# 8176695. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200768268, 200768217, 200768218, 200764554, 200764428] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failures. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. (B)(4) has been opened to address this issue for 1ml syringes.